Manufacturer narrative:
The investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update received 5/26/16. The sales rep has reported the revision surgery. Patient was revised to address pain and high metal ions.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Patient underwent a revision to address pain, discomfort, swelling, limited mobility, tissue damage and elevated metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, popping in hip area, and inhibited patients ability to walk.